Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture, as well as some stimulation with atrial pacing. Arrhythmia analysis showed some possible atrial oversensing and high thresholds. It was determined that the lead had dislodged. A revision was performed on the ra lead, and during the procedure, the right ventricular (rv) lead dislodged and proved to have significant tissue at the tip. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.